Event description:
Related to MFR report#s: 2183959-2012-00698, 00699. On (B)(6) 2010, the pt was implanted with a miniarc sling system to treat her pelvic organ prolapse and stress urinary incontinence. It was reported that the pt had an "eroded mesh excision" procedure on (B)(6) 2010. The pt was diagnosed with pelvic pain and mesh erosion on (B)(6) 2011 and had a second "mesh excision procedure." On (B)(6) 2011, it was reported that the pt continues to suffer from pelvic pain, leg pain, back pain, infections, mesh erosion, and interstitial cystitis. It was reported that the pt has experienced mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and will likely undergo corrective and hospitalization.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.